Event description:
Patient was revised to address knee pain.

Event description:
Per the physician, the patients fixture ¿may have stripped the bond during insertion¿ causing the loss of the fixture. Reimplantation is planned but had not taken place at the time of this report in 2009.

Manufacturer narrative:
Correct catalog number is 90432, not 90434 as previously reported.(B)(4).